Event description:
When user reinserts a used test strip after running a control test, the device does not recognise it as being used. User said the device prompts for a drop of blood. The device was replaced and requested to be returned for eval.